Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7439, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3093-28, lot# v000296, implanted: (B)(6) 2006, product type lead; product ID 3093-28, lot# v000226, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that the patient needed a magnetic resonance image (MRI) taken because of a 'mini-stroke.' It was noted that two leads were used 'off label' with the patient's device. On (B)(6) 2012, it was reported that the patient was receiving an 'overstimulation sensation.' The patient had trouble regulating her implant and had turned off the device before a MRI on the wednesday prior to the report. Everything was 'fine' up until the end of the MRI when the patient felt a 'little pulsing,' so the MRI was stopped. When the patient went to turn on the device after the MRI, it was already on. The patient went to the physician right after and the device was on and working 'fine.' The patient stated that the device was 'pulsing and buzzing really, really strong.' It was reported that the day prior to the report the patient was 'up all night' because she felt 'pushing very strong.' No matter how low the patient set the device, the stimulation was still 'too strong.' The patient was concerned that the MRI broke the device because it 'was really hard to get it setup.' The patient stated she 'had to take the risk and do the MRI because she did not want to have a stroke.' Additional information was requested, but was not available as of the date of this report.